Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified brachial-cephalic arteriovenous fistula. A 5.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During procedure, the lesion was pre-dilated across anastomosis with a non-boston scientific balloon. The balloon was then replaced with this device to treat the same lesion. After 4-5 inflations at 8 to 10 atmospheres, each for a duration ranging from 30 to 40 seconds, the balloon burst. The whole system was safely withdrawn from the patient's body using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.